Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience dizziness, weakness with intermittent asystole. The right ventricular (rv) lead exhibited intermittent loss of capture, noise, high impedance and a fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.